Event description:
Tech alleged that the head up is not working. No pt impact.

Manufacturer narrative:
The tech replaced the head up valve and the cardio pulmonary resuscitation valve to resolve the issue.